Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the device was received for analysis. There was blood inside and outside of the device. Microscopic inspection revealed a partial separation at the collar of the device with numerous kinks in the hypotube. When the device was being returned to the storage bag, the shaft of the device completely separated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18aug2016. It was reported that the shaft was kinked. The target lesion was located in the tortuous ostium of the left anterior descending artery(lad). A guidezilla(tm) was selected for use. Upon introduction, the physician observed that the device was kinked at the stainless steel collar embedded in polymer portion. The device was then removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the collar was separated.